Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they are in the emergency room due to a high blood glucose on (B)(6) 2017. The customer¿s mother reported customer began running high due, because the insulin pump is not delivering insulin. The blood glucose value at the time of admission 390 mg/dl. The customer had symptoms of diabetic ketoacidosis. The customer was still being treated for the high blood glucose level. The customer¿s mother declined troubleshooting will call back. The insulin pump will be returned for analysis.